Event description:
The customer contacted baxter's service center regarding a leak which occurred on the homechoice (hc) during drain 3 of 4. The drain volume was equal to 45ml. The home patient (hp) stated that the transfer set came loose and fluid had drained out of him. The baxter technical services representative (tsr) ended therapy and referred the hp to his registered nurse. The hp would complete therapy with manual bags. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient on (B)(6) 2012. He stated that this incident was caused by user error as he had not connected properly. He had spoken with his nurse regarding the incident. The patient stated that some solution did get on him. There were no adverse effects reported in relation to this event, and therapy since has been going well.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.